Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had muscle spasms and fever. The physician suspected infection. The patient was placed on antibiotics and trial leads were removed. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient had a staphylococcal infection at the insertion site and epidural abscess was noted. The symptoms were fever and drainage. It was also noted that the cause of infection and spasm were unknown.

Event description:
A report was received that the patient had muscle spasms and fever. The physician suspected infection. The patient was placed on antibiotics and trial leads were removed. The patient was doing well.